Manufacturer narrative:
The device was disposed of; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established.

Event description:
It was reported the patient underwent a revision to replace the inflatable penile prosthesis (ipp) pump due to difficulties using the pump because it was next to the shaft. Replacing the pump would allow longer tubing. The physician noted that previous implanted ipp pump had been placed in the dependent portion of the scrotum. During the revision, the physician tried to pull the pump down, but noticed that the pump had migrated high in the scrotum making it difficult to pump. The ipp pump was replaced without patient complications.